Event description:
It was reported that the server came up with "vulnerabilities for security patches not installed from november". The customer reached out to the manufacturer asking for assistance with correcting the vulnerabilities. Bd technical support center engaged with the customer and provided assistance towards resolution of the issue. The customer was instructed to navigate to bd cybersecurity website, https://bd.com/cybersecurity, click on bulletins & patches and select bd alaris as the product brands to view the whitelisted patches. It was found that the facility's wsus settings were pointed to the local loopback ip of 127.0.0.1 so it was not downloading any patches. As a result, bd have corrected this and pointed the customer to the bd wsus of https://updates.bd.com. The server has started downloading the security patches since. The customer confirmed that they were able to pull and install the 2024-11 windows update bd repointed the wsus to the servers. The case has been resolved.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the facility¿s system manager missing patches was confirmed by bd technical support center to be the facility¿s wsus not pointing to the bd swus server. ¿ laboratory testing could not be performed. The reported issue is with the alaris system manager and not an infusion device. ¿ the issue was resolved by bd technical support center. ¿ the bd cybersecurity website https://bd.com/cybersecurity, contains bulletins, patches and updates for the bd alaris software and other third party software. ¿ it is recommended to keep all bd software updated to the latest release to ensure the highest level of security and protection against potential cyber threats. Regular updates often include patches for vulnerabilities, enhancements in security features, and improvements in overall system performance. ¿ a review of the system logs could not be performed. The reported issue is with the alaris system manager and not an infusion device. ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of system manager missing patches, was confirmed to be due to the facility¿s windows server update services (wsus) were not pointing to the correct bd wsus ip address.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the server came up with "vulnerabilities for security patches not installed from november". The customer reached out to the manufacturer asking for assistance with correcting the vulnerabilities. Bd technical support center engaged with the customer and provided assistance towards resolution of the issue. The customer was instructed to navigate to bd cybersecurity website, https://bd.com/cybersecurity, click on bulletins & patches and select bd alaris as the product brands to view the whitelisted patches. It was found that the facility's wsus settings were pointed to the local loopback ip of 127.0.0.1 so it was not downloading any patches. As a result, bd have corrected this and pointed the customer to the bd wsus of https://updates.bd.com. The server has started downloading the security patches since. The customer confirmed that they were able to pull and install the 2024-11 windows update bd repointed the wsus to the servers. The case has been resolved.